Manufacturer narrative:
The investigation determined that non-reproducible vitros trop I es results were obtained from a single patient sample while using the vitros eci immunodiagnostic system. There was no indication that an instrument related issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue and/or a reagent issue cannot be ruled out as a contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible troponin I es results (patient result 1 = 0.089, patient result 2 = 0.026) from a single patient sample processed on a vitros eci immunodiagnostic system. The customer did not indicate which result, if any, was reported to a medical professional for this patient sample. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es results. This report corresponds to ortho clinical diagnostics inc. (B)(4).